Event description:
Customer reported intermittent black images on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos pcb and the hard drive. System operates as intended.